Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. The patient presented with leg pain. Subsequently, intravenous ultrasound was performed and it was noted that a previously implanted 6 x 200 x 130 innova¿ stent in the superficial femoral artery (sfa) had restenosed. The patient was scheduled for a repeat angiography and treatment will be decided after diagnostic tests are completed. No further patient complications were reported.